Event description:
The reporter stated that when unit is turned on and the track is moved inward, the unit will turn off and then on. There was no patient injury or treatment associated with this event.